Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during an implant attempt, the setscrew for the ventricular lead came out of the device and the physician was unable to replace the screw in the implantable cardioverter defibrillator (ICD). It was noted there ¿were long asystole¿ because the setscrew would not go back into the device. Another device was implanted. No patient complications have been reported as a result of this event.